Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had intermittent power. The reporter also claimed that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the black box showed evidence of unexplained pump reboots. The pump was unable to maintain and electrical connection with the returned battery cap due to the cap detaching and damaged threads. A test cap was used for testing. The battery compartment was cracked as well as a crack in the ¿u-groove¿ and display lens. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was evidence of moisture contamination inside the pump. Unrelated to the original complaint, the display was dim and discolored.